Manufacturer narrative:
The impella cp and data logs were returned for evaluation. Review of the device's data confirmed multiple temporary pump stops, followed by persistent suction alarms and low pump flows, thereafter. Evaluation of the returned device found broken impeller blades. Simulated use testing was successful in recreating low pump flow, after running device in a basin of water. Device history record and found no manufacturing issues or reworks associated with this pump. Of the 3 tumbled impeller lots, from which this component originated, one lot was scrapped for a concentricity nonconformity. There are no other complaints associated with pumps from this lot. The root cause of the low pump flow and suction was attributed to impeller blade damage.

Event description:
The complainant reported a (B)(6) year old male caucasian presenting for a coronary artery bypass graft. An impella cp was inserted for cardiac support. After surgery, the device was unable to achieve adequate flows and experienced multiple suction alarms. Despite repositioning, the issue could not be resolved. The device was explanted and support was achieved successfully with a new device. The patient remained in stable condition. Upon receipt and inspection of the device, damage to the device's impeller blades was identified.